Event description:
It was reported via medwatch "the vascular access team nurse attempted insertion under ultrasound guidance of a power glide pro catheter in the patient's right upper arm cephalic vein. The vein was accessed with a needle and good blood return was obtained. The guidewire was advanced without initial resistance, but met resistance while advancing the catheter. The nurse stopped the attempt to advance, but his was ineffective. The device was removed from the patient while extending the catheter to shield the needle as the device was withdrawn. Upon inspection, the catheter appeared to be intact. The entire device was deposited in sharps container in the patient's room. A repeat ultrasound assessment was performed and found vessel difficult to visualize and an abnormal appearance suspicious for foreign object retention. Patient reported no discomfort in the affected area. Overall patient condition was unchanged. Immediately reported my findings and concerns to the intensivist who ordered a follow up ultrasound pf the affected area. The us (ultrasound) of the right upper extremity revealed a thrombosis of the cephalic vein on the right side in the arm and a 3cm segment of the catheter was noted within the cephalic vein. An MRI x-ray was performed and confirmed fragment. The patient underwent a venogram by interventional radiologist and the fragment was removed. Fragment retained by hospital." Add info received (B)(6) 2022: event information: what type of catheter securement was utilized? The insertion process did not get to the point of securing the catheter. Explant date: same as insertion date.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz1119 showed no other similar product complaint(s) from this lot number.